Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) indicated that the patients implantable cardioverter defibrillator (ICD) had detected an atrial fibrillation (af) episode when it should have detected and treated as a ventricular tachycardia (vt). It was noted that the episode appeared to be an atrial flutter (afl) with stable 2:1 pattern resembling 2:1 conduction suspicious of vt due to morphology change inhibiting detection and delaying treatment. Follow up was conducted. It was verified that no reprogramming was completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.